Event description:
It was reported that the colonovideoscope had a greasy substance inside the biopsy channel. The issue occurred during a diagnostic procedure (colonoscopy), which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.